Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) due to the tubing from pump to left cylinder being almost severed. A replacement surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.